Manufacturer narrative:
The review of the data provided confirmed the reported issue: a shock was delivered on (B)(6) 2026 4 minutes after the onset of the ventricular arrhythmia. The subject device was implanted on (B)(6) 2017, connected to biotronik leads (primo implantation on (B)(6) 2017). Data from (B)(6) 2026 were provided. Electrical data are normal. The tachy programming of the subject device follows ehra guidelines. On (B)(6) 2026, one episode of arrhythmia was detected and treated. It lasted from 12:18:40 to 12:22:40. It was technically split into two episodes since a slow rhythm majority was detected at 12h20. The shock was delivered at 12:22:40 and was efficient. The onset was in slow vt zone and the ventricular rhythm was unstable. Then the rhythm stabilized and the first atp was delivered. The following cycles were in the slow zone and in the vt zone and this change of zones delayed the second atp. After the second atp, the ventricular rhythm became unstable and faster but not fast enough to get the full charge of the capacitors. Both the rate and the morphology of the signals were unstable leading to svt/st majority and vf majority, each one resetting the persistence counter of each one, delaying atp or shock therapy, despite some cycles in charge. The numerous switches between vf majority and svt/vt majority (because of the unstability of the ventricular rate and of the ventricular morphology) are responsible for the delay in charging the capacitors: at the onset, the delay to detect the vt was also longer than expected since the rhythm was oscillating between the slow rhythm zone, the slow vt zone and the vt zone. The recommendations for programming are based on the data provided from the episode on (B)(6) 2026 and are rate-based. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the patient reached the emergency room after a shock delivery. The memory showed that the patient spent 4 minutes in vt that changed to vf. During the 4 minutes 2 atps were delivered and the second changed the vt to vf. The device charged several times and the shock was delivered 4 minutes after the onset of the ventricular arrhythmia. Investigation of the rhythm and programming recommendations are requested.